Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and topical skin adhesive was used. When the surgeon was attempting to crush the ampoule, a glass shard penetrated the tube. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Visual examination of the loose applicator reveals a piercing through which a glass shard protruded in the applicator bulb.